Event description:
It was reported that this right atrial (ra) lead was noted to exhibit insulation damage during a device change out procedure. Electrical testing was normal, but the physician opted to surgically abandon it and replace it with a new one. No additional adverse patient effects were reported.